Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Customer has been using bd needles for more than ten years. In the past one or two years, the needles purchased from the local medical device store often get clogged. About 20-30 new needles in a 140ct packing were clogged during the air exhausting period. Customer didn't reuse needles, needles were installed directly to the injection pen, since no photos or samples were retained, if needles get clogged again, customer will retain the samples and call to report the incident. The customer was unable to provide the incident date, the name of the purchase store, product information. No photos taken, no samples retained, and no customer response is needed. Sample availability: no. Sample availability details: no sample available.

Manufacturer narrative:
30 pen needles impacted from an unknown lot #. See section c for additional information.